Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.